Manufacturer narrative:
Pump not in manufacture mode. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, overlay scratched, keypad overlay texture damage, damaged display window cover, broken reservoir tube lip, and a severely scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
The customer reported via phone call that the ring was missing from the insulin pump's reservoir compartment. Blood glucose level at the time of the incident was 7.3 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.